Manufacturer narrative:
Patient demographics such as date of birth, and weight were not supplied by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched for this event. The fse did not identify a system malfunction. The system was verified with a system check, high sensitivity (hs) system check, carryover test, and quality control (qc). All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the elevated, non-reproducible access accutni+3 result cannot be determined with the information provided.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result in association with the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The initial sample from the patient (designated as sample one (1)) was reanalyzed using the same unicel dxi 600 access immunoassay system and alternate unicel dxi 600 access immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. A second sample (designated as sample two (2)) from the patient was analyzed using the same unicel dxi 600 access immunoassay system and a result within the assay's normal reference range was obtained. The customer stated the initial elevated, non-reproducible access accutni+3 result was reported from the lab. The customer stated the patient was admitted to the hospital in association with the elevated, non-reproducible access accutni+3 result. Quality control (qc) recovery was within the customer's established ranges before and after the event. Sample was collected and tested in a 4 ml lithium heparin tube. Sample was centrifuged for seven (7) minutes at 3000 rpm (revolutions per minute). The customer did not provide the temperature at which the sample was centrifuged. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was dispatched to assess the instrument's performance.